Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this pacemaker alerted due to low atrial intrinsic amplitude. Review of the device data showed there to be a recorded false episode of non-sustained ventricular tachycardia due to oversensing of noise. The noise signals were present on both the atrial and right ventricular channels simultaneously. Further review of the device settings was recommended. No adverse patient effects were reported.